Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # cs-cpl-2018-01226. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, with detachment at the tip, but remained attached at the base of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. Based on the return of the device, and evaluation results, the reported failure ¿material twisted/bent" was confirmed. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not working properly and it was taking longer to seal branches. The hospital removed the cautery from the tunnel and cleaned off the debris from the jaws with a moist raytek (sponge). Without debris on the jaws, the sealing ability continued to be problematic. The hospital then changed the power setting from 3 to 3.5. The sealing of branches was modestly improved. The jaws were again laden with debris. Harvesting tool was again removed to clear off the jaws and it was noticed that the cautery plate (inferior) on the jaws had delaminated from its attachment and was deemed unsafe to proceed. A new kit was opened and it completed the remaining branch ligation without difficulty (on the power 3 setting) and harvested radial as well as the vein. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not working properly and it was taking longer to seal branches. The hospital removed the cautery from the tunnel and cleaned off the debris from the jaws with a moist raytek (sponge). Without debris on the jaws, the sealing ability continued to be problematic. The hospital then changed the power setting from 3 to 3.5. The sealing of branches was modestly improved. The jaws were again laden with debris. Harvesting tool was again removed to clear off the jaws and it was noticed that the cautery plate (inferior) on the jaws had delaminated from its attachment and was deemed unsafe to proceed. A new kit was opened and it completed the remaining branch ligation without difficulty (on the power 3 setting) and harvested radial as well as the vein. The hospital did not report any patient effects.